Event description:
It was reported that the ventilator would not power on in diagnostic mode with alternate current (ac) connected. Reportedly, the amber power switch light emitting diode (led) and the battery led are illuminated. There was no patient involvement.

Manufacturer narrative:
A power management (pm) board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that the root cause was due to a component on the pm board.

Manufacturer narrative:
The gas delivery system (gds) was replaced to resolve the machine proximal pressure sensors failed error found during the evaluation. The unit passed all testing.

Manufacturer narrative:
The cpu and mc boards were returned for analysis. A visual inspection of the returned components was performed. No notable conditions were found. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
The service provider (sp) inspected the device and replaced the central processing unit (cpu), power management (pm) board and motor controller (mc) board. The unit then booted up and displayed an error code machine and proximal pressure sensors failed. The sp found that the ribbon cable was damaged. The gas delivery system (gds) will need to be replaced.